Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death or if an autopsy was performed. The action taken with dianeal therapy was not reported. No additional information is available at this time.